Manufacturer narrative:
(B)(4).

Event description:
It was reported that "shearing at the tip of the double lumen tube. After intubation, the position was checked fiberoptically, during which the shearing was detected. The patient was subsequently re-intubated." No patient harm or injury reported. The patient's status is reported as "fine."